Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the procedure room. During the unrelated procedure, it was noted that the left ventricular lead was dislodged. The lead was repositioned several times but it was unsuccessful. The lead was explanted. The patient was stable throughout the whole procedure.